Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient had stimulation on at program 1 at 1.8 and wanted to increase stimulation because they stopped feeling it they day before the report. Patient increased to 1.9v and felt stimulation. No further complications were reported.